Manufacturer narrative:
The distributor performed a checkout of the system but did not confirm the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block d4 unique identifier: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported a malfunction resulting in a loss of mechanical ventilation. There was no report of patient injury.